Manufacturer narrative:
Results - failed nut in lift motor.

Event description:
It was reported by service report that the head end litter was drifting down. No patient involvement or adverse consequences are reported.